Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID: 3389s-40, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708640, serial# (B)(4), product type: extension. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease (pd). It was reported that although the implantable neurostimulator (ins) was used normally, impedance values of 22ohms were discovered on contacts 0 and 3. The device was replaced on (B)(6) 2017 due to battery depletion, however, impedance values were 21 ohms for contacts 0 and 3 afterwards. The device system was reprogrammed to monopolar settings that did not use electrode 0. The issue is ongoing as following the replacement the customer claimed product malfunction. No symptoms were reported.

Event description:
Additional information received from a manufacturer representative reported that the malfunction referred to low impedances. The low impedances were measured after the implantable neurostimulator (ins) was replaced. The cause of the low impedances was unknown. Troubleshooting prior to the ins replacement was not available. After the ins replacement, the ins was reprogrammed to use monopolar settings. The health care provider (hcp) decided to continue to use the device and no further issues were reported.